Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach. A repeat bravo procedure was performed. There was no harm to the patient and no intervention required. There was nothing unusual about the patient or procedure itself that may have led to the event. An endoscopy was performed prior to the bravo procedure and the esophagus did appear to be normal. The user was trained on the technique and has been using this procedure for over two years. The account is unsure of what caused the capsule failure.